Event description:
It was reported that a cuff miss occurred during suture placement using the proglide device in the right common femoral artery using the perclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was 6f. A second proglide device was used for successful suture placement. Ultimately, two proglide device sutures were successfully placed using the perclose technique. The aaa procedure was completed and hemostasis was achieved with the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reportedly trained in the use of the proglide device and the perclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.